Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Which resulted in the pump shutting down. The customer continued to use the pump for insulin therapy. It was reported that the customer experienced a low blood glucose (bg) level of 39 to 400 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.